Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported left side rupture. Healthcare professional confirmed and reported "asymmetry and deformity" device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation, wear abrasion and creases fold. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture.

Event description:
Company representative reported left side rupture. Healthcare professional confirmed and reported "asymmetry and deformity" device has been explanted.